Manufacturer narrative:
Foreign (B)(6).

Event description:
Information was received that a smiths medical portex uniperc percutaneous kit tracheostomy tube cuff leaked. No adverse patient effects were reported.